Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the bed foot trend mechanism was missing. The technician replaced the trend mechanism to repair the bed.